Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving sufentanil (3000mcg/ml at 150mcg/day) and bupivacaine (10mg/ml at .5mg/day) via an implantable pump for spinal pain indications for use. It was reported that when replacing the patient's pump for elective replacement indicator (eri), upon opening the pump po cket the hcp noticed that the pump segment of the catheter was cut or torn at the collet and not connected. The hcp had the rep lower the sufentanil dosage from 756.9mcg/day to 150mcg/day and the bupivacaine dosage from 2.523mg/day to .5mc/day when they saw that the catheter was disconnected. There were no signs or symptoms as they thought they were just replacing the pump that had entered eri. There were no environmental, external, or patient factors causal or contributory to the event. No diagnostics or troubleshooting was performed. The hcp replaced the pump segment with a new pump segment from a new kit. The issue was resolved at the time of the report and the hcp had no further information for the manufacturer. The catheter will be returned to the manufacturer.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.